Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the right ventricular lead exhibiting noise. The noise was detected as a ventricular fibrillation episode but was not true ventricular fibrillation. On (B)(6) 2018, the lead was capped and replaced successfully. No patient symptoms were noted and the patient remained in stable condition post procedure.